Manufacturer narrative:
(B)(4). D10. Unknown 32mm, -3.5 head item#: unknown, lot#: unknown. Unknown 50 mm cup item#: unknown, lot#: unknown. Unknown liner cup item#: unknown, lot#: unknown. G2. Report source: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient had an initial hip procedure and subsequently, underwent a revision surgery due to a fall. Stem and head were removed and replaced with arcos. Due diligence is in process and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product involved in the reported event was not returned for investigation; however, while pictures were provided and reviewed, the reported hip stem appears photographed in a bucket alongside various other implants and instruments, and it is coated with what seems to be blood. Due to the poor quality of the photograph and the distance from which it was taken, the product cannot be positively identified. Consequently, the image does not provide any additional information that would assist in the investigation. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.